Event description:
Reporter alleges obtained discrepant blood glucose results of 130mg/dl back to back with 600 mg/dl within 10 mins on the advantage system. No hyperglycemic or hypoglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.